Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested, during a case. There is no report of patient injury.

Manufacturer narrative:
No report of patient involvement. This block has been updated. The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag/vent switch was replaced and the unit was returned to service.

Event description:
The hospital reported unit switched to mechanical ventilation without being requested before the case began. There was no report of patient involvement.